Manufacturer narrative:
(B)(6) 2015 11:13 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the system check out failed multiple times due to a leakage in the afgo (aditional fresh gas oulet) valve. There was no patient involvement. Manufacturer reference # : (B)(4).

Manufacturer narrative:
It was reported that the afgo valve sub-test failed on several occasions during the system check-out tests. The received device test logs confirmed the reported issue. Later in the same day, the afgo valve sub-test passed without any user interactions. No parts needed to be replaced. No issues with the afgo valve have been reported since. We are unable to determine the true/root cause for the reported events.

Event description:
(B)(4).